Manufacturer narrative:
H3: analysis of the returned ins (B)(6) revealed an additional setscrew under the grommet on the implantable neurostimulator (ins). Visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the two ins batteries were properly attached to the lead, however the setscrews were unable to tighten. Rep worked with doctor to troubleshoot by tightening/loosening the ins screws, however this did not work. They also tried multiple torque wrenches which did not work. Rep opened a third battery and the setscrew tightened onto the lead and worked perfectly fine.